Event description:
Use of the dexcom g6 product has resulted in severe rashes and blistering where the adhesive touches the skin. Adhesive will go through barriers as well like opsite and still cause blistering. Has occurred over the past two months (received this batch in late february) of which prior never had a reaction to the adhesive from batch received in november 2019. Appears dexcom has changed adhesive formula and now my child is having severe reactions. FDA safety report ID# (B)(4).